Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. It was reported that there was an issue involving the pump housing. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/18/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/11/2015 with the following findings: the battery compartment was observed to be cracked from the threads to the case seal. The cartridge compartment was observed to be chipped. The threads of the returned battery cap were found to be stripped. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The keypad cover was observed to be detached, and all of the keypad button contacts were missing; user error contributed to this device failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).